Event description:
New information received notes programming changes were made. The patient was doing well.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non-sustained right ventricular oversensing (nsrvo) determined to be due to myopotentials was observed on the implantable cardioverter defibrillator (ICD). Programming changes and further testing were recommended. There were no reported patient symptoms or consequences.